Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval. (B)(4).

Event description:
A report was rec'd stating that following use of the device, the needle could not be fully retracted into the safety mechanism, leaving the needle exposed. There was no pt or clinician injury reported.